Manufacturer narrative:
Since the customer did not provide any patient data, further evaluation is not possible. The service history does not show anything unusual. It was confirmed that there were no surgical surprises. The inconsistent measurements lead to practice to take more and more measurements. According to the complaint description, the customer performed the calibration check successfully. Therefore, it can be confirmed that the device measures in specification. The decrease in keratometry spot size has no influence on the accuracy of the measurement values. If the spot size is too low, the iolmaster measurement cannot be performed successfully and keratometry measurement will not be displayed. The evaluation of the technician did not reveal a malfunction that could have contributed to the inconsistent measurements. The device worked according to specification. Descriptions of changes: field g1-2: updated "contact office." Field g7: updated to "follow-up #: 2." Field h2: updated to "additional information:" and "device evaluation." Field h6: updated health effect - clinical code to "4582". Updated health effect - impact code to "4648". Update medical device problem code to " 3189" . Updated component code: to "4756". Updatd type of investigation to "10" and "4111", updated investigation findings to "213". Updated investigation conclusions to "67" field h10: added additional manufacturer narrative and descriptions of changes.

Manufacturer narrative:
Section b4 was corrected from 10/30/2019 to 10/02/2019.

Event description:
A health care professional (hcp) reported that the corneal measurements taken using the iolmaster are inconsistent. The hcp confirmed that there has not been any event of an unexpected refractive result on a patient, using the suspect iolmaster. No patient injury has been reported.